Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter(uvc). The customer reports that there was a crack noted in the tubing of the uvc. The customer stated that the area was completely dried prior to insertion and was not difficult to handle during insertion. It was not difficult to secure. The uvc was inserted on (B)(6) 2014 and was used for continuous use. The uvc was removed on (B)(6) 2014 and was replaced with a PICC line. The pt is fine with no issues.